Event description:
Following insertion, resistance was felt during the attempt to remove the wire guide. Upon removal, it was found the wire had unwound, and frayed at the end. No obvious injury, but concerned that fragments were left in the chest.

Manufacturer narrative:
Evaluation: still under investigation at this time.